Event description:
It was reported that an ilet pump¿s display was cracked while the device was in the user¿s pocket, after which the screen powered on but did not accept touch input, and the user discontinued pump use. Symptoms included no injury and no reported blood glucose impact. Outcomes included continued cgm use and device shutdown with plans for device return. Investigation included collection of event details and arrangement for device return for evaluation. Investigation of this case revealed a damaged display with loss of touch input consistent with physical damage to the screen assembly. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Investigation description. Display damage due to impact.